Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 51 mm diameter thoracic aortic aneurysm. It was reported that the patient had acute ischemic leg on the right. Additionally it was noted that the patient presented to ER with a 2 day history of rle pain and numbness. Cta showed right iliac occlusion. Femoral-to-femoral bypass and right femoral endarterectomy with patch angioplasty. The investigator assessed this event as not device related or disease related, but procedure related. No additional clinical sequelae were reported and the patient is fine. Medical history: hyperlipidemia, hypertension, tobacco use, emphysema, carotid endarterectomy, cad, pad, bilateral iliac artery aneurysms.

Manufacturer narrative:
Additional information received: it was reported that the patient recovered with treatment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received for this case: the relationship of the event was updated to reflect that the event was device related.